Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis station was not communicating accurately with the server. The device was not populating refill reports or updating outdated medications correctly on the server. No "device not communicating" errors or warnings were observed either on the device or on the server; however, discrepancies indicated that communication between the device and server was not functioning as expected. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist noted that the device was not relaying new information and determined that a manual recovery was required, following the knowledge article (manual recovery required data sync invalid upload change tracking value). The customer confirmed that the data was current and present on both the device and the machine. The system functioned as intended after the technical support specialist troubleshot the device.